Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the handpiece may have not been cutting fast enough when used with the device. It was not reported how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler was replaced.